Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon initial power up there was no display output. The pst used an external light source, and the screen output could be viewed with some difficulty, but the backlight was not working as intended. The monitor otherwise functioned as intended. A luo inverter was installed into the suspect ccm and the backlight still did not come on. It was determined that the ccm liquid crystal display (lcd) did not meet specification. The service repair technician (srt) replaced the lcd display and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) back light was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.